Manufacturer narrative:
Additional part involved in event:part no. Lot no. Description27953 58008 lag screw inserter iner shaft assy. 27990 101149 lag screw inserter.27990 m022034 lag screw inserter,

Event description:
It was reported that, during a routine nail removal, the inserter broke. There was a delay of over thirty minutes in receiving a second inserter. During the removal, the second inserter broke. Patient was closed and surgery was rescheduled for the next day. Removal completed the next day with no further delays. Patient outcome: no adverse effect reported as a result of this event.